Event description:
It was reported that non sustained right ventricular oversensing caused by pseudo pseudo fusion was observed on the implantable cardioverter defibrillator (ICD). Competitive atrial pacing, ventricular blanking and intermittent under sensing were also observed. Programming changes were made. No alerts were observed since the programming changes, suggesting the issue may have resolved. There were no patient consequences.